Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with unknown blood glucose level due to old insulin pump. The customer was treated with injections in the hospital for high blood glucose level. The customer was assisted with troubleshooting for programming with insulin pump. The insulin pump will not be returned for analysis.